Event description:
It was reported that the patient was paralyzed. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that when the filter was delivered into the internal carotid artery, it got stuck into the introducer sheath. By the time the filterwire ez was taken out, it was noticed that some part of the patient's face paralysed, specifically half of her mouth. Without the removal sheath, only the introducer sheath was taken out. The procedure was completed with a different device. As per physician's opinion, the overstimulation while manipulating the device inside the internal carotid artery contributed to the patient complication. Patient then has fully recovered.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the wire was returned loaded in the delivery sheath and the filter was in an undeployed state. The spring tip was stretched and bent. Additionally, the wire is bent at distal section. No other issues were identified in the device or sheaths returned. Microscopic inspection revealed that the spring tip was bent and stretched. For functional inspection, sheathing/unsheathing test was performed, and the filter bag was able to be retracted/deployed by normal way. A photo was attached to the complaint record where it is possible to see the spring tip is bent. No other issues or sections were visible at photo attached.

Event description:
It was reported that the patient was paralyzed. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that when the filter was delivered into the internal carotid artery, it got stuck into the introducer sheath. By the time the filterwire ez was taken out, it was noticed that some part of the patient's face paralysed, specifically half of her mouth. Without the removal sheath, only the introducer sheath was taken out. The procedure was completed with a different device. As per physician's opinion, the overstimulation while manipulating the device inside the internal carotid artery contributed to the patient complication. Patient then has fully recovered. It was further reported that the device was tried to deliver into the carotid artery for many times and there was no difficulty removing the device encountered.

Event description:
It was reported that the patient was paralyzed. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that when the filter was delivered into the internal carotid artery, it got stuck into the introducer sheath. By the time the filterwire ez was taken out, it was noticed that some part of the patient's face paralysed, specifically half of her mouth. Without the removal sheath, only the introducer sheath was taken out. The procedure was completed with a different device. As per physician's opinion, the overstimulation while manipulating the device inside the internal carotid artery contributed to the patient complication. Patient then has fully recovered. It was further reported that the device was tried to deliver into the carotid artery for many times and there was no difficulty removing the device encountered.